Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after implant, the case date of implant was different from the actual implant date. The device remains in use. No patient complications have been reported as a result of this event.